Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. As a result, customer went to the emergency room with a blood glucose level ranging from 514 mg/dl-"high". Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. A new cartridge was loaded to resolve minimum fill notification. Customer was discharged later the same day and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.